Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator was diagnosed with a bladder infection and has been on a 2 week course of antibiotics. At the time of reporting, 3 days of treatment remained. The patient is currently on p2/l3 and experiencing frequent urination and urinary urgency. It was noted that the patient was doing ok after having the power reduced. The patient has yet to follow up with their physician. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of infection, urinary frequency and urinary urgency were defined in the product risk documentation. These event types have been accounted for during analysis to support an acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator was diagnosed with a bladder infection and has been on a 2 week course of antibiotics. At the time of reporting, 3 days of treatment remained. The patient is currently on p2/l3 and experiencing frequent urination and urinary urgency. It was noted that the patient was doing ok after having the power reduced. The patient has yet to follow up with their physician. There were no additional patient complications.